Manufacturer narrative:
No misadministration was reported in this case. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that when performing quality assurance on the multileaf collimator fields for a step and shoot plan, the first field was reproducibly off by 1 mm, leading to a 10% dose difference in that area.